Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a double lumen hemofiltration tube was inserted on the right femoral vein for bedside continuous renal re placement therapy (crrt) to a pregnant patient with acute renal failure. Two days after insertion (while patient was on crrt), the machine she was on frequently showed a high tmp (transmembrane pressure). The tube was sealed with heparin solution, the end joint of the venous tube was clamped between the hose and the heparin cap, and clamp tube was not roughly clamped. After pushing the clamp tube forward, it was found that the vein tube (venous line) was broken (end of the catheter had split). The doctor pulled out the hemofiltration tube as a preliminary treatment and pressed it to observe whether there was bleeding at the puncture point. It was mentioned that there was no blood leak noted and blood transfusion was not required. There were no other products being utilized with the device and that the treatment was completed. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the customer, a double blood catheter tube was inserted on the right femoral vein for bedside continuous renal replacement therapy (crrt) treatment to a patient with pregnancy complicated with acute renal failure. It was stated that after 2 days of insertion, while patient was on crrt, the machine she was on frequently showed a high tmp (transmembrane pressure), the catheter was then sealed with heparin solution and the end joint of venous tube was clamped between the hose and the heparin cap and clamp tube was not roughly clamped. After pushing the clamp tube forward, it was found that the vein tube was broken (end of the catheter had split). The doctor was reported to pull out the blood filter tube and press it to observe whether there was any further bleeding at the puncture point. It was stated that there was no further bleeding noted and blood transfusion was not required. There were no other products being utilized with the device, and it was mentioned that treatment was completed. There was no reported injury.